Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. Reportedly, the customer consumed food without delivering insulin. A bolus was delivered to address bg level.